Manufacturer narrative:
Method: device history review and visual inspection. Results: manufacturing files were reviewed and no related issues were found. Visual inspection indicated the threaded tip of the cannulated modular tap was fractured. The fracture surface was destroyed. The likely mode was torsional overload. Conclusion: the visual inspection implicates the tap likely fractured by torsional overload. The most likely contributors to the reported issue include excessive application of torque and the tap being malleted during the surgery.

Event description:
The surgeon broke a 4.5mm tap while trying to tap through sclerotic bone. The shavings from the tap remain in the pedicle of the patient. No further harm was done to the patient. We finished the surgery with no other issues. An additional tap was used to finish cannulating the pedicle for a screw.

Event description:
The surgeon broke a 4.5mm tap while trying to tap through sclerotic bone. The shavings from the tap remain in the pedicle of the patient. No further harm was done to the patient. We finished the surgery with no other issues. An additional tap was used to finish cannulating the pedicle for a screw.